Event description:
Physician informed raumedic sales representative in written form relating to the following information. The catheter neurovent-p was defective after 48 h correct icp measurement.

Manufacturer narrative:
Evaluation summary: "we have received the catheter neurovent-p/e8179993. The signal is outside the pressure range of the patient monitors. The error analysis showed tearing of wire on the circuit board. Because the catheter had initially worked for 48h according to the statement of the user, tearing of wire was caused by accidental overexpansion during use (repositioning, transfer of the patient to CT...). The malfunction was detected; no harm to patient". Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter (neurovent-p e8179993) met specification during manufacturing. Final inspection of finished catheter was passed. Additionally investigation of returned catheter was carried out. Root cause analysis identified, that a wire on circuit board were torn off. Based on knowledge that the final inspection of the finished catheter was passed and the catheter was delivered with proper functionality, tearing of wire must be caused by an accidentally user error in post-operative environment (for example by overexpansion of the catheter while repositioning or transport of the patient). Acc. To IFU prior and during examination/application, the pressure catheter must not be bent, stretched or squeezed as well as manipulated by surgical tools. User recognized malfunction. No harm to the patient occurred.